Event description:
During a cervical revision procedure, the surgeon implanted a prodisc-c at c4-c5, removed a cervical plate at c5-c6 (patient had fused and surgeon felt there was no need for the cslp plate), and implanted a prodisc-c at c6-c7. Surgeon subsequently removed the prodisc-c at c4-c5 as the implant seemed to be in a kyphotic state which the surgeon felt was putting too much pressure on the facets which he felt was the patient's pain generator.

Manufacturer narrative:
Additional information has been requested. Expiration date: cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.